Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device loaded normally, after firing dr. (B)(6) found the staple failed to shape. No patient injury and patient is fine. Another device was used. Surgery time was extended beyond 30 minutes.